Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that after a nurse collected blood through the device and flushed the device, she confirmed that blood remained at the part between the needle and the tube of huber plus needle. The huber plus needle was removed as there was the risk of infection due to remaining blood. The nurse suspected that there might be space through which blood entered at the connecting part of the tube and the needle. No patient injury was reported. 01/07/2020 - additional information was received from the facility. The blood was leaked out of the connection between the needle and the tube.